Event description:
It was reported that the patient with this pacemaker had exhibited rashes, possible allergic reaction. Reportedly, the patient had rashes on the neck, arms and thigh 30 days after the implant. The patient has taken an antihistamine medication for 6days. As of this time, the pacemaker along with the implantable leads, remains in service. No additional adverse patient effects were reported.